Event description:
It was reported that the customer had high blood glucose of 420 mg/dl, which was treated with the insulin pump. The customer was calling for assistance with the sensor feature. The customer stated that they wanted to perform a calibration but were unable since their blood glucose was above 400 mg/dl. Assistance was provided. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).